Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly and a telemetry anomaly. The device was reinterrogated and the issue was resolved. The patient was stable.